Event description:
It was reported that a buttress compression nut became stuck on a blade guide sleeve during a trochanteric nail procedure to treat a right hip fracture. This occurred while setting up the instruments on the back table and caused an approximate 15-20 minute surgical delay. A back up set was available for use and the procedure was successfully completed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: one buttress/compression nut, for 357.369 (part 357.371 / lot 5132567) and one blade guide sleeve, for trochanteric fixation nails (part 357.369 / lot 4545114) were received with the complaint category of ¿does not/will not function: sticks/jams/stuck.¿ the complaint condition is confirmed as there was some resistance to advancing the buttress/compression nut when the complaint condition was replicated. The root cause cannot be definitively determined. However, it is most probable that rough handling during surgery and/or sterile processing over the devices 9 and 11.5 year lifespans resulted in this condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Further evaluation shows that these instruments are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The devices are specifically for the insertion of the head element into the nail. Information is provided per technique guides. The returned devices were received with significant surface scratches and dents. Additionally, there are nicks on the threads of the blade guide sleeve. The balance of each device is in fair condition and the etchings are legible. When tested functionally, the buttress/compression nut could be advanced over the entire threaded length of the blade guide sleeve. However, where there are scratches on the threads, the rotation was rough. Thus, the complaint condition is confirmed and the difficultly of insertion can be replicated. A review of the current design drawing, and the drawing revision at the time of manufacture, was performed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.